Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
Product event summary: patient demographics: gender: female, history/comorbidities: diabetes, hypertension, obesity, work accident. It was reported that on: (B)(6) 2005 the patient underwent spinal fusion with infuse bone graft. Post-op complications were radiating pain in limbs, numbness. On (B)(6) 2005 the patient underwent surgery at l3-4, l4-5, and l5-s1. On (B)(6) 2006 the patient presented with migration. Fracture of l5 pedicle screw, which was displaced. On (B)(6) 2007 the patient presented with radiculopathy. On (B)(6) 2007 the patient presented with chronic pain. On (B)(6) 2010 the patient presented for transpedicular fixation device l3-l5 bilaterally had extensive bone growth over transpedicular fixation screws <(>&<)> plate; the bone was removed.